Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed an alert 38 for a motor stall on the ilet pump, but no active notifications were present upon review; the user later requested guidance for a supply change, after which blood glucose decreased from 189 mg/dl to 157 mg/dl, consistent with a mechanical problem and a consecutive stalled motor alarm. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified consistent with a stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.